Manufacturer narrative:
Post market vigilance (pmv) led an evaluation of the device. The knife blade assembly was partially retracted exposing the knife blade. Additionally the sheath was bent against the reload, preventing firing of the instrument. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Replication of the reported condition may occur with the knife blade assembly is partially over retracted and additional force is applied to bend the sheath. The bent sheath prevents firing of the reload. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: during a colectomy, the surgeon grasped the intestine tissue and tried to fire, but the knife blade did not move at all. The procedure was completed with another device. No injury was reported.